Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) study. It was reported that post a index procedure on (B)(6) 2022 involving two intellanav stablepoint open-irrigated ablation catheters, on (B)(6) 2022 the patient ambulated to toilet and became short of breath. O2 sat was 88% on room air. Oxygen was provided via nasal canula at 4l/min. Shortness of breath improved and o2 saturation improved to 96%. Medication administered to remove fluid. Oral medication administered was ivf, kcl, bumetanide, dexamethasone> IV medication of furosemide. Medication effective. Shortness of breath resolved, weened from oxygen with o2 sat 97% on room air. Participant discharged to home. Participant subsequently returned that evening with symptoms worsening and was readmitted for treatment. Medication of nebulization; ipratropium-albuterol and oral bumatanide was administered. The patient recovered and was discharged to home (B)(6) 2022.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) study. It was reported that post a index procedure on (B)(6) 2022 involving two intellanav stablepoint open-irrigated ablation catheters, on (B)(6) 2022 the patient ambulated to toilet and became short of breath. O2 sat was 88% on room air. Oxygen was provided via nasal canula at 4l/min. Shortness of breath improved and o2 saturation improved to 96%. Medication administered to remove fluid. Oral medication administered was ivf, kcl, bumetanide, dexamethasone> IV medication of furosemide. Medication effective. Shortness of breath resolved, weened from oxygen with o2 sat 97% on room air. Participant discharged to home. Participant subsequently returned that evening with symptoms worsening and was readmitted for treatment. Medication of nebulization; ipratropium-albuterol and oral bumatanide was administered. The patient recovered and was discharged to home (B)(6) 2022.

Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
(B)(4) clinical study : it was reported that post a index procedure on (B)(6) 2022 involving two intellanav stablepoint open-irrigated ablation catheters, on (B)(6) 2022 the patient ambulated to toilet and became short of breath. O2 sat was 88% on room air. Oxygen was provided via nasal canula at 4l/min. Shortness of breath improved and o2 saturation improved to 96%. Medication administered to remove fluid. Oral medication administered was ivf, kcl, bumetanide, dexamethasone IV medication of furosemide. Medication effective. Shortness of breath resolved, winded from oxygen with o2 sat 97% on room air. Participant discharged to home. Participant subsequently returned that evening with symptoms worsening and was readmitted for treatment. Medication of nebulization; ipratropium-albuterol and oral bumatanide was administered. The patient recovered and was discharged to home (B)(6) 2022.